Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed and the system switched off during a procedure. The surgeon completed the case manually. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, confirmation of the system message (sm) (via event logs). The pneumatics module was replaced as a preventive measure and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 17, 2015. Based on qa assessment, the product met specifications at the time of release. Pneumatics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The module was connected to a calibrated system for functional testing. The sample module was found to meet relevant specifications. Although evidence was found, that the sm occurred the event log, the company representative was not able to replicate the reported event. The system was found to meet specifications. Therefore, the root cause of the reported event(s) cannot be determined conclusively. (B)(4).